Event description:
On (B)(6) 2011 customer reported that after performing weekly maintenance on the dxc 800 pro, there was black fluid sprayed on the front of the syringe drive and the instrument covers. After maintenance, customer ran calibrations and quality control and the results were suppressed, and the instrument continued to leak. No injuries or exposure were reported and no patient samples were run. Customer technical support (cts) assisted customer with the replacement of the 3-way valve on the cartridge chemistry system sample syringe. This resolved the leak and customer verified that quality control was in range. No further issues have been reported.

Manufacturer narrative:
(B)(4).